Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/31/2022. An investigation was conducted on 11/03/2022. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was not confirmed. The lot # 3000256000 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the

Event description:
The hospital reported that the vasoview hemopro 2 used for an endoscopic vein harvesting procedure "tip" (jaws) of the device "incomplete"; some insulation material appears missing. The insulation material "begins peeling away from the inside of the tips" once usage has begun. Nothing fell in the patient. A new product was opened and the case continued without incident. No procedural delay. There was no harm or adverse incident reported.